Manufacturer narrative:
(B)(4). Analysis of the lead found conductors #2 and #3 were broken at or near tines, 4.5 centimeters (cm) from the distal end. Functional test found open circuits for #2 and #3 and <(><<)>90 ohms for contacts #0 and #1.

Event description:
Additional information received from manufacturer representative reported the impedance check revealed 4000 ohms. There was dislodgement and possible breakage. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37092, lot# 261530001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer initially reported lower back and tailbone pain and a pinching or biting sensation at the implant site. The pinching sensation occurred the day after the patient went down the steps very quickly on (B)(6) 2015; however she did not fall as she had her hand on the railing. The patient had excruciating back pain when sitting down which started on (B)(6) 2015 at 6 pm. After replacing the depleted batteries in the programmer, the patient turned off the device to see if the pain resolved. The back pain and pinching sensation was still present but not as bad as the morning of the report and barely felt it. The patient was instructed to monitor symptoms with the therapy off. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction. See manufacturing report #3004209178-2015-20859. Additional information received from the consumer via manufacturer representative reported the fall down the stairs caused "impeding out" and "shocking pain." An impedance check was conducted on (B)(6) 2015 and the lead was removed and replaced. The issue had resolved at the time of the report.